Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is not recognizing the filled cartridge and pushing insulin through the tubing during the load step. The prime history was reviewed and low prime volumes were noted. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4): a review of the pump history indicated no 'no prime' or 'no cartridge detected' warnings. The pump history confirmed the reported prime volumes. A rewind, load, and prime sequence was performed with no alarms. The force sensor was found to be within calibration. A cartridge with 100 units was correctly loaded. The pump was opened and there was no damage found to the force sensor circuit. There was no defect found on investigation.